Event description:
It was reported that a pump declared an altitude alarm event. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing and reinserting the cartridge, allowing them to resume insulin delivery without replacing the cartridge. Technical support explained that residue or debris in the speaker holes could trigger an altitude alarm and provided preventive tips, which the customer acknowledged.